Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had an error message, unable to connect. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. The previous report was sent in error, as the malfunction of inability to connect to non-olympus reprocessors would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.